Event description:
The following has been reported by customer: customer reported keyboard error alarm. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 28 were found which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. The reported devices were not sent back to brézins for investigation as repairs were performed locally. According to provided information, nothing was noticed during both external and internal check. The reported event could not be reproduced. However, several technical error 28 were found which confirms the reported event. Therefore, the upper case with the keypad was replaced and sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed except traces of liquid at the base of the keyboard. Functional cross testing were carried out. All performed successfully. The keypad is functional. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.